Event description:
A customer ccl mgr/rn and the site biomedical engineer reported to the manufacturer's coronary account manager that an order of "scorched electronic component" emanated from within the s5ix system chassis when it was turned on for the day. There was no case in progress or any impact to any patients for the reported problem.

Manufacturer narrative:
(B)(4). The system was returned to the manufacturer for evaluation. A complete outside and inside inspection of the device discovered a significant amount of debris present on the system chassis and internal parts. The video card was also discovered to be dusty and the cooling fan on the video card was not spinner freely. During investigation, the scorched electronic component smell was present and it was emanating from the system main power supply discovered smoke residue on multiple components and melted insulation on some of the internal wires. The reported failure was confirmed once investigation revealed a burned main power supply. The most likely cause of the observed burn damage was a blown component especially an electrolytic capacitor inside the power supply. This type of failure could be due to a surge on the output or a random component failure, however it was not possible to conclusively determine what caused the component to fail. Based on the condition of the system, an inadequate preventive maintenance as observed, would have also contributed towards the failure. Inadequate preventive maintenance will result in poor ventilation and cooling of the system internal components and resulting higher temperatures can damge the internal components. We will continue to monitor complaints for this failure mode per our standard trending process. No further action is required.